Manufacturer narrative:
Follow-up received on 29-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer that was implanted with essure (fallopian tube occlusion insert) and experienced pain all the time and it was diagnosed that the other tube was dangling out of her tube (understood as device dislocation). Patient had a hysterectomy and outcome was not reported. The events are listed in the reference safety information for essure. After essure insertion, back, pelvic and uncharacterized pain may occur. Considering this information and the nature of events, pain all the time and the other tube was dangling out of her tube were considered related to essure. This case was regarded as incident due to required intervention. Additionally, non-serious event was reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5025417) in united states on 06-jun-2012 which refers to a (B)(6) female consumer that was implanted with essure (fallopian tube occlusion insert) and experienced pain all the time, one of the coils was in her uterus and the other tube was dangling out of her tube. Medical history, comorbidities and concomitant medication were not reported. On (B)(6) 2008 the patient had the essure procedure and has had pain all the time and has spent tons of time in the ER (emergency room) and doctor's offices. They kept telling her nothing was wrong. Two months ago, date unspecified, she found out one of the coils was in her uterus and the other tube was dangling out of her tube. Consumer claimed the procedure ruined her life and caused her to lose jobs and eventually filed bankruptcy. Consumer stated her symptoms continued to get worse for four years and she had a hysterectomy on (B)(6) 2012. Explant date (B)(6) 2012. The outcome of the events pain all the time, one of the coils was in her uterus and the other tube was dangling out of her tube was not reported. Reporter causality: the relationship between pain all the time, one of the coils was in her uterus , and the other tube was dangling out of her tube and essure is not reported. [Addendum: this case was converted from the conceptus database into argus on 22-dec-2013. The medical content of the case was not changed.] Follow-up information received on 02-aug-2016 from legal claim: new reporters added. The case became litigation case. A legal claim which included several plaintiffs was received. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. They subsequently had the device removed due to complications. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer that was implanted with essure (fallopian tube occlusion insert) and experienced pain all the time and it was diagnosed that the other tube was dangling out of her tube (understood as device dislocation). Patient had a hysterectomy and outcome was not reported. The events are listed in the reference safety information for essure. After essure insertion, back, pelvic and uncharacterized pain may occur. Considering this information and the nature of events, pain all the time and the other tube was dangling out of her tube were considered related to essure. This case was regarded as incident due to required intervention. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5025417) on 06-jun-2012. The most recent information was received on 26-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils eroded through the fallopian tubes/the other tube was dangling out of her tube/ migration/') and embedded device ('embedded metal coil') in a 27-year-old female patient who had essure (batch no. 626438) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysterectomy on (B)(6) 2012. Aug-2008: hsg (hysterosalpingography) - "reflected successful procedure.". On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one of the coils was in her uterus"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered embedded device and fallopian tube perforation to be related to essure. Lot number: 626438. Lot number: 626438 manufacture date: 2008-01 expiration date: 2009-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5025417) on 06-jun-2012. The most recent information was received on 19-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils eroded through the fallopian tubes/the other tube was dangling out of her tube/ migration/') and embedded device ('embedded metal coil') in a 27-year-old female patient who had essure (batch no. 626438) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysterectomy on (B)(6) 2012. (B)(6) 2008: hsg (hysterosalpingography) - "reflected successful procedure.". On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one of the coils was in her uterus"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered embedded device and fallopian tube perforation to be related to essure. Lot number: 626438. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information, lot number added. Event perforation nos updated to event fallopian tube perforation. Event: embedded metal coil added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("the other tube was dangling out of her tube/ migration") in a (B)(6) year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysterectomy on (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("one of the coils was in her uterus"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation and device expulsion outcome was unknown. The reporter considered perforation to be related to essure. The reporter provided no causality assessment for device dislocation and device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -1 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event perforation, was added and migration and pain was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.